Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were clips or any hard objects used in the vicinity of device firing? No. Were any issues noted with staple formation? If so, was issue on both sides of cut line? Not able to tell on both sides ...the patient side dehisced. The kidney said retracted into the kidney upon transaction were any unusual noises heard while firing device? No. What was the healthcare professional who fire the endocutter experience with device? Yes. What is the current patient status. She is still in the hospital. Her right kidney is currently not functioning due to rhabdomyolysis from being on the operating table for so long. She is currently on dialysis with renal failure. It was noted that the patient had no previous kidney surgery, only a cholecystectomy.

Event description:
It was reported that during a robotic nephrectomy after the first firing when the surgeon opened the jaws of the device there was bleeding. The surgeon tried to clip the vessel but the vessel stump was to short so a suture was used to tie it off. The rep noted that the "vessel was not calcified." The patient was not given a transfusion after losing 800cc of blood. The patient is still in the hospital in the ICU.

Manufacturer narrative:
Product complaint # (B)(4). Additional information obtained during conversation with surgeon: the surgeon stated that he did not use clips behind area where stapler was used. He stated that he is not sure what could have been done differently to avoid event. The surgeon provided an intraoperative video which was reviewed. The distal tip of the jaw could not be visualized in the video and an unedited version was requested showing the moments prior to the device firing.

Manufacturer narrative:
Product complaint # (B)(4). Batch #: p58u7t. Investigation summary: the analysis found that the psee45a device was received with no apparent damage and with a gst45w cartridge loaded on the device unfired. In addition another cartridge was received fully fired and with damage on cartridge deck. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with the returned cartridge reload (a) and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Scanning electron microscope images were take on the device blade. Energy dispersive x-ray spectrum material deposits on the blade surface were found. This material consists of iron chromium, nickel and copper in ratios that are consistent with a 17-4 ph stainless steel, evidence that device was fired on metal instrument.